Event description:
Pt undergoing cardiac catheterization. Right heart catheterization performed without incident. A 7fr multipurpose catheter was then advanced to ascending aorta. An attempt to cross the aortic valve retrograde was unsuccessful. Suddenly the pt became profoundly hypotensive; she arrested, and despite vigorous efforts, she expired.